Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient faced tubing detached from the infusion site event on (B)(6) 2025.the blood glucose level was 384 mg/dl and the patient reported symptoms of polydipsia. No further information is available

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.